Manufacturer narrative:
Getinge became aware of an issue with lucea 40 light. As it was stated, the device had a crack at head light fork and as a result, the head light cover was damaged and particles were missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off may cause potential infection. It was established that when the event occurred, the light did not meet its specification as the cover was damaged and particles were missing and it contributed to event. In the time when the event occurred, the device was before use for patient diagnosis. The most likely root cause is a violent rotation of the light head. The test re11-052 proves that the stop resists to 50 strong rotations and is compliant to the standard ul60601-1. We believe that this type of our devices are performing correctly in the market.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021, getinge became aware of an issue with lucea 40 light. As it was stated, the device had a crack at head light fork and as a result, the head light cover was damaged and particles were missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off may cause potential infection.